Manufacturer narrative:
An investigation was performed using visual and stereo microscopic inspection. The stereo microscope investigation revealed tensile cracks. Further observation determined there were no indications of material or manufacturing defects. A review of the product device history files was performed based on the lot number provided. No discrepancies were found in this investigation. The results of the investigation have concluded the root cause for the device breaking was due to strain on the device which caused mechanical stress. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Event description:
Patient came to the clinic with device broken along the drive shaft. This is the second device that has broken in the patient. Previous event was reported on MDR 9610905-2016-00058. Doctor believes the patient broke this and previous device due to abrasion/punctures observed on arm and hand from hitting the device. Third surgery is planned for (B)(6) 2017 to remove the distraction.